Event description:
It was reported that the customer experienced a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the customer was advised to continue using the pump while being informed to call back if the malfunction code recurs.